Manufacturer narrative:
(B) (4). See also medwatch report number 1030489-2010-xxxxx. A review of the device history records for this device was not possible without add'l device info. Analysis of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an l3-s1 fusion surgery. At an unk time post-op, it was noted that the setscrews in right l3 and right l4 had loosened from the bone screws at those locations. Approx 1 year post op, the pt underwent a revision surgery to replace the loosened setscrews.